Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this ICD has dislodged. Per system x-ray, ICD seems to have come down from sub clavicular to pectoral area. Patient reported doing work activities with wide arms/ body movements. Repositioning is scheduled.